Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Tbm received email approval from (B)(6) to replace chair. The seat frame is broken and its not serviceable. Some bracket on the tilt system is broken. We do not offer a retrofit kit for seating system on fdx. (B)(6) approved the whole chair.